Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number lot 31265779l and no internal actions related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation with a thermocool® smart touch® sf bi-directional navigation catheter and the patient experienced cardiac tamponade that required pericardiocentesis. The physician felt a steam pop while ablating the cavotricuspid isthmus. The pericardial effusion was noticed when intracardiac echocardiography (ice) was checked and the pericardial effusion grew. The pericardial effusion was noticed after the procedure was completed. The patient's heart rate dropped and the patient's heart rate increased. The medical intervention performed was a pericardiocentesis. The patient was reported to be in stable condition. Additional information was received. The physician¿s opinion on the cause of this adverse event was that it was procedure related. A transseptal puncture was performed with a boston scientific versacross, vxsk0022. Correct catheter settings selected on the generator. Pump was switching from ¿low¿ to ¿high¿ flow during ablation. No error messages observed on the biosense webster equipment during the procedure.